Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No rewind anomaly noted during testing. No rewind alarms noted in the pump memory. Pump error 130 found in pump history on (B)(6) 2023 at 22:53:03.000 (file number = 121, line number = 602). Pump error 43 was found in pump history on (B)(6) 2023 between 22:53:47.000 and 23:09:37.000 (file number = 121, line number = 752). Moisture damage noted at the motor and pcba1 during visual inspection. Tested with test p-cap and the test p-cap locks properly in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Rewind anomaly not confirmed during testing. Pump error 130 unknown as motor could not be tested outside of the pump. Pump error 43 confirmed due to moisture damage on motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130). An error in the motor was detected by reading unexpected value from hall sensor (pump error 43) no harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. The customer will discontinue using the insulin pump and will be returned for analysis.